Event description:
It was reported that during inspection of a field return from a hospital, a warehouse discovered a defective polaris dorsal height adjuster. The hospital did not provide any patient or event information. Upon manufacturer investigation, it was found that the driver tip was fractured.

Manufacturer narrative:
A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the tip is twisted and fractured.. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for polaris 5.5 dorsal height adjuster for the failure of fracture. The failure could possibly be attributed to the repeated usage and/or excessive forces being applied beyond the intended use of the instrument leading to the fracture of the device. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.